Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: for the past 2-3 days that the patient¿s blood glucose (bg) levels have been elevated in the upper 200 mg/dls. At 10:50pm. Bg was 463mg/dl, with thirst and ketones but no nausea or vomiting. Reporter has changed out the infusion set/site/cart and insulin. No problems noted with infusion sets or sites. Reporter has increased basal rate by 10%, and given insulin via syringe and bg comes down, then goes right back up. Customer support (cs) review or pump history found that all settings are correct and no alarms noted in alarm history. Reporter confirms all basal rates are correct and total basal given for the day under tdd is correct. Cs did not find any issues with pump. Reporter insists pump malfunction; states that basal is not delivering, and requests a replacement pump. Cs advised that patient come off of pump and use alternate method of insulin delivery until new pump arrives. Reporter was instructed contact the health care provider (hcp) regarding long acting insulin and an alternate method of insulin delivery; if she cannot reach hcp to contact local urgent care or go to ER. This report is being made because the patient experienced hyperglycemia, and although there is no specific evidence of pump malfunction, defect, or misuse, the possibility that the use of the insulin pump may have contributed cannot be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.